Manufacturer narrative:
(B)(4). Eval results: a visual inspection of the returned product found the lens inside the cartridge. The cartridge tip is damaged. There was evidence of clear surgical residue on the injector. A lens work order search was performed and no similar complaints were found within the work order. Conclusions (no conclusion can be drawn): based on the complaint history, work order search and the eval of the returned product, a specific root cause of this event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon attempted to use a aa4204vf silicone single piece lens. The surgeon loads the lenses himself. Stated when loading the lens into the cartridge, the lens would not load properly, the lens felt thick. The lens was damaged when they attempted to remove the lens from the cartridge. There was no pt contact.